Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 10 minutes: 10.9 mmol/l and 5.9 mmol/l using two different vials of test strips with different lot numbers and two different meters; which result was from which lot and which meter is not known.